Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed for all the armada product families and revealed no indication of a product quality issue. The production records for these products could not be reviewed and the similar complaint queries could not be performed because the part numbers and lot numbers were not reported, and the devices were not returned. Based on the information provided, a definitive cause for the reported complaint could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, insufficient preparation, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3- estimated date: d4: the UDI number is not known as the part and lot number were not provided. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported that during use of the bmw universal ii guide wire, devices tend to stick to the guide wire when used for prolonged periods of time. Additionally, it was reported that some balloons ruptured when subjected to high pressures that were still below the rated burst pressures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.